Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2122901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked and sealant was prematurely exposed during insertion into the sheath. Another mynx device was used to achieve hemostasis. There was no injury reported to the patient. The device storage temperature did not exceed 25 °c. The device was stored and prepped according to the instructions for use. The device was cracked but not into two or more separate pieces. The device was used in an interventional peripheral procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. No unusual force was necessary during use of the device. There were no damages noted to the sealant sleeves prior to use. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked and the sealant was prematurely exposed during insertion into the sheath. Another mynx device was used to achieve hemostasis. There was no injury reported to the patient. The device storage temperature did not exceed 25 °c. The device was stored and prepped according to the instructions for use. The device was cracked but not into two or more separate pieces. The device was used in an interventional peripheral procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. No unusual force was necessary during use of the device. There were no damages noted to the sealant sleeves prior to use. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant sleeve assembly was observed severely kinked/bent and sealant remaining in manufacturing position exposed to blood. The procedure sheath was not returned with the device. Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon of the returned device were verified and noted to be within specification. A simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was severely kinked/bent and sealant remained in manufacturing position exposed to blood. No cracks were found in the sealant sleeve assembly. A product history record (phr) review of lot f2122901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeves cracked¿ and ¿deployment difficulty-premature/in patient¿ were not confirmed during the analysis of the returned device. However, visual inspection of the returned device revealed that the sealant outer sleeve assembly was severely kinked/bent. The exact cause of the reported events could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the events reported. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the product analysis suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.